Event description:
It was reported that the device is inoperable. When the battery is installed the unit beeps continuously and the main display stays blank. The readiness indicator is also blank, as if no battery has been inserted. There was no pt use associated with the reported failure.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA.